Manufacturer narrative:
This report was prepared by rep. The complaint device has been discarded and not returned for investigation. An investigation has been done based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature received for the given lot number. We have not been able to confirm the alleged fault. However, based on the event description and results from previous investigations, we believe the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling, and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approx 0.001% worldwide for last year. We have an open CAPA item to address such complaints and put measure in place to reduce and/or prevent reoccurrence. The mr290 instruction for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
We received a report from afssaps stating that a hospital reported that an mr290 humidification chamber that was part of an rt200 breathing circuit kit had overfilled. No pt consequence reported as hospital staff replaced the breathing circuit kit as soon as the malfunction was discovered.